Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30349531m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During left pulmonary vein (lpv) ablation, a steam pop occurred. Pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation was then performed, and pericardial effusion was confirmed. Pericardiocentesis was performed to remove the fluid from the pericardium. There¿s no information on if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. The physician commented that he usually ablates at 30 watts, but in this case, he ablated at 35 watts and he¿s wondering if that might have caused the adverse event. No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and event. It was reported that the patient is male. It was also confirmed that no biosense webster product malfunctions nor error messages were reported and the physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).